Event description:
It was reported that during a revision surgery, a new lead was implanted. When impedance values were measured intraoperatively, each bipolar combination involving electrode 4 had impedances >4000 ohms. The lead was replaced and impedances were found to be normal. The patient recovered without sequelae.

Manufacturer narrative:
Product ID: 3889-28, lot# v913868, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4). Analysis of lead model 3889-28 lot# v913868 showed no significant anomalies. All conductor wires were crushed 6.5 cm from the distal end, but tool marks were present on the insulation. Continuity was acceptable and there were no short circuits.